Manufacturer narrative:
(B)(6). Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The tip of the drill was broken and not available. A device history record review was performed for the affected lot with no abnormalities or deviations detected that could lead to the complaint failure. Following measurements were performed on the returned device: hardness: the hardness of the device was checked on four different areas and fulfills the specifications. Dimension: five different dimensions were checked and each fulfills the specifications the broken tip was not delivered and therefore it is not possible to detect if there is a failure with the tip. Based on this evaluation, the complaint is rated as confirmed, but not valid from manufacturing point of view. It is likely that too much mechanical force led to the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: bettlach - manufacturing date: april 30, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit, belonging to the loan department, broke. Patient and/or surgical involvement in the breakage is unknown. This report is 1 of 1 for (B)(4).